Event description:
It was reported that the unspecified bd maxzero¿ needleless connector valve caused blood to backflow into the patient's catheter during the infusion. The following information was provided by the initial reporter: "this valve has also caused blood to back into the patients catheter as well as a thrombus to form. This has been observed on young patients with a low flow rate that is programed into the IV pump."

Manufacturer narrative:
H6: investigation summary h6: investigation summary no product or photo was returned by the customer. The customer complaint that bd maxzero connector has been obstructing flow and causing blood back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd maxzero¿ needleless connector valve caused blood to backflow into the patient's catheter during the infusion. The following information was provided by the initial reporter: "this valve has also caused blood to back into the patients catheter as well as a thrombus to form. This has been observed on young patients with a low flow rate that is programed into the IV pump."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. Maryland, USA has been used as a placeholder based on the reported facility headquarters. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5113824. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.